Manufacturer narrative:
H4: correction: in initial report, the manufacturer date for veritas console provided was inadvertently reported as 04/22/2022, however the correct date is 04/29/2022. Additional information: section h3 device evaluated by manufacturer: yes not returned to manufacturer section h6 type of investigation: 3331, 4109 section h6 investigation findings: 213 section h6 investigation conclusions: 67 manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Concomitant medical products: healon endocoat, healon pro, opo73, opocr3021r. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. No device failure was identified. The documentation/label review defines potential complications and adverse events associated with this type of surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a wound burn that occurred during cataract extraction. No suture was required. This report is for patient 2 of 3. Also, separate reports are being submitted for the different devices that were used during the procedure for each patient.